Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter reporting on a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number 15211sg, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the device broke right below where it bends at the half way point. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 15211sg to 15211sg s1. Retain sample for lot 15211sg s1 was evaluated and met specification. One toothbrush, lot 15211sg s1 was received. The handle was cracked below the thumb grip. The handle breakage was at the thinnest point of the handle. During the over bend test of the validation no toothbrush was broken. The returned toothbrush lot was manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. The returned sample was broken however the breakage might be due to excessive force during use. Although this complaint was verified due to the returned sample, the disposition of this complaint should be not confirmed as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter reporting on a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number 15211sg, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the device broke right below where it bends at the half way point. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a reporter reporting on a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number 15211sg, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the device broke right below where it bends at the half way point. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from 15211sg to 15211sg s1. Retain sample for lot 15211sg s1 was evaluated and met specification. One toothbrush, lot 15211sg s1 was received. The handle was cracked below the thumb grip. The handle breakage was at the thinnest point of the handle. During the over bend test of the validation no toothbrush was broken. The returned toothbrush lot was manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. The returned sample was broken however the breakage might be due to excessive force during use. Although this complaint was verified due to the returned sample, the disposition of this complaint should be not confirmed as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the trending data by product family revealed no adverse trends. An increase was noted which was attributed to an increase in shipment quantity. Based on the information available, this device was used as intended for treatment. Device history review was acceptable. There were no related manufacturing /facility issues found and no design/formula/packaging/labeling changes found within in a (B)(4) review period prior to the date of manufacture of the lot. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.